Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) reading was inaccurate. There was no reported impact to customers blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.